Event description:
It was reported that a patient using the ilet bionic pancreas observed a blood glucose of 200 mg/dl and elected to allow the ilet to deliver insulin as needed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization, no medical or surgical intervention beyond routine device-directed insulin delivery, and no long-term impact. Investigation included complaint intake, case assessment, and user coaching on hyperglycemia troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the device functioning and delivering insulin per design based on user input and automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given insufficient evidence to attribute the hyperglycemia to a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.